Manufacturer narrative:
Event, death, implant dates estimated. The UDI is unknown due to the part/lot number was not provided. The device was not returned for analysis. Additionally, a review of the lot history record and similar incident review could not be performed as the part/lot information regarding the complaint device was not provided. Based on the information reviewed and due to the limited information available (article based on multiple patients with no specific procedural or patient information), a cause for the reported death could not be determined. The reported patient death, as listed in the mitraclip system instructions for use, is known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report death. It was reported through a research article identifying mitraclip devices that were related to death. Specific patient information is documented as unknown. Details are listed in the attached article, titled, "percutaneous mitral repair for patients in cardiogenic shock requiring inotropes and temporary mechanical circulatory support. No additional information was provided.